Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter, was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) initial documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the alleged issue began on (B)(6) 2016 at 10.00 am. The patient claimed that on this date she obtained inaccurate blood glucose readings of 61 and 190 mg/dl with the subject meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient manages her diabetes with insulin (self-adjuster, novolog and levemir), and in response to the alleged inaccuracy she administered extra insulin. The patient reported that a short time after administering the insulin she developed symptoms of sweating, confusion, and shakes. In response to the symptoms she consumed some candy. During troubleshooting, the csr confirmed that the unit of measure was set correctly, the correct testing process was being followed, and the results were from an approved sample site. The csr noted that the patient did not have any test strips available to walk through a retest. The products were requested back and replacement products were sent to the patient. This complaint is being reported due to the following conclusion; the patient reportedly developed signs/symptoms that she associated with an acute metabolic distress from hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.